Event description:
Anterior portion of trial insert broke during surgery. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation:the results of the evaluation performed suggest the event was attributed to user misuse.